Event description:
It was reported the patient experienced a sudden loss of therapeutic effect on one side (unspecified) of the dual dbs system. The status of one dbs system was checked with the patient programmer and was fine. The other side was unable to be checked with the patient programmer. When attempting to verify programming there was no action only the battery light. The patient had not seen their physician for a couple of months but was scheduled to see them next month and had contacted the physicians office about the problem. The symptoms started all of a sudden in 2008. The patient had a return of symptoms, couldn't walk, feet would point out in opposite directions, was sweating, thirsty, and had increased pain. It was unknown if it was the right or left dbs system that was indicated in the event. The patient remained at home in fair condition. Additional information has been requested, but was not available on the date of this report. See MFR report #3004209178200807008.